Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. Vascular accessed was gained via the arm. The target lesion was located in a mildly calcified dialysis fistula located in the arm. A non bsc guide wire and an unknown 6fr sheath were used with a gladiator 10.0 x40, 75cm balloon catheter. The balloon was inflated to 15 atms and ruptured. The balloon was removed intact. The procedure was completed with a non bsc balloon catheter using the same sheath and guide wire. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). PMA# or 510k# : k113681. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).